Manufacturer narrative:
(B)(4). Lot # m9338p. The analysis results found that the harh36 device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. In, addition pieces of the broken blister were still attached to the (B)(6). Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure the device's package was damaged. Another package was opened to complete the case. No patient consequences.